Event description:
The pump was returned for investigation. Investigation revealed contamination on the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is torn from between the up symbol and the down symbol. During testing the contrast button was found to be intermittent. Contamination was found underneath the contacts for the up, down, and contrast buttons.